Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an alarm error from the insulin pump. The pump did not command motor movement. The customer stated that the pump has not been exposed to high magnetic fields. The customer stated that the reservoir appeared to be empty while in fact it was not. The customer performed the rewind process again, keeping the same reservoir, but the error appeared again. The pump will be replaced.